Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set leakage at the tubing on 21-mar-2025. No further information available.